Event description:
Revision surgery - increasing pain. Patient did well over three months. Began to do their exercises including kicking their knee into full extension while sitting. Became increasingly painful.